Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed extended 142 hour run in test at the customer's settings. Visual inspection did not reveal any abnormalities with the device. The event trace review contained no unusual types or incident counts. All event trace entries were consistent with normal ventilator operation. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 shut down while connected to the patient. The patient was immediately removed from the device and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.